Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged excessive pressure during a case. There was no patient injury.

Manufacturer narrative:
Per the information in the case, the o2 flush valve was found with micro cracks and residual cleaning agent was found at flush valve. This is a use error. There was no reportable malfunction.